Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release stent was implanted due to a stricture in the right main bronchi during a bronchoscopy procedure with stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was dilated prior to stent placement procedure. According to the complainant, after deployment of the ultraflex stent, it was noted that there was a tear on the stent cover. Two days post-procedure, during a bronchoscopy, the stent was noted to have migrated and the stent was removed from the patient using rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex fully covered biliary stent was returned for analysis. Visual examination of the returned device found no damage to the stent or stent cover. The stent cover length and overall stent length were measured and were found to be within specification. No other issues were identified during the product analysis. Based on the analysis of the returned device, the complaint that the stent cover was damaged was not confirmed. Stent migration is listed within the direction for use (dfu) as a potential post-stent placement complication associated with the use of this device. Therefore, the most probable root cause classification for this complaint is anticipated procedural complications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on october 24, 2016 that an ultraflex tracheobronchial distal release stent was implanted due to a stricture in the right main bronchi during a bronchoscopy procedure with stent placement procedure performed on (B)(6) 2016. Reportedly, the lesion was dilated prior to stent placement procedure. According to the complainant, after deployment of the ultraflex stent, it was noted that there was a tear on the stent cover. Two days post-procedure, during a bronchoscopy, the stent was noted to have migrated and the stent was removed from the patient using rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.